Manufacturer narrative:
Initial 3 of 3. Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: (B)(4). Manufacturing site: (B)(4).

Event description:
It was reported that the patient experienced issues with three infusion sets of the same type associated with improper insertion technique resulting in high blood glucose of 480 mg dl which was managed with a correction bolus via pump on (B)(6) 2026.